Manufacturer narrative:
The device was returned for evaluation. The unit was tested with good ac adapter and known good patient circuit connected. The unit passed 60 hours extended tests at customer settings. The ventilator passed troubleshooting final test which includes many alarms and functions. There was no problem found in the unit. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that the ltv 1200 was having issue while on patient. As of this time, there was no information of the allegation on the device.